Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they saw a message on the controller that they needed a new battery for the controller since monday or tuesday. Agent had pt reset controller and inspect for damage - patient did not see any damage to controller port or the recharger. Agent asked - pt confirmed controller charges to 100% with no issues. Patient tried to start an implant charge, pt entered passive recharge mode with numbers ranging from 0 to 99 in the middle when recharger was in the same spot and would not advance out of passive recharge mode. Pt then stated the recharger gets hot. The issue was not resolved. Agent recommend pt can call back if issue persists with replacement recharger. A replacement recharger (rtm) was sent out.  Additional information was received from a patient (pt). It was reported that  they received the rtm and charging the ins last night and controller screen when blank. Agent assisted patient with resetting the controller and controller power on with green light flashing at the top, controller showed ins 50%, controller 40% charged. Agent reviewed best practice for recharging the controller. Agent reviewed controller functioning as intended.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products product ID 97755 lot# serial# (B)(6)product type recharger h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.